Manufacturer narrative:
Correction - b2 should be other serious only.

Manufacturer narrative:
Correction - b2 should be other serious only.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) and delivery catheter had difficulty getting to the septum and exhibited deflection issues. The lp and delivery catheter were removed from the patient and the delivery catheter would not enter long tether mode or release the lp. A new lp and delivery catheter were utilized. The lp was positioned with difficulty and exhibited high capture threshold after fixation. The lp was repositioned and implanted after a difficult release. After the procedure, the patient experienced chest pain. Echocardiogram confirmed a perforation and pericardial effusion. No further interventions were performed. The patient was in stable condition.